Manufacturer narrative:
The ventilator was investigated on site and the expiratory pressure transducer printed circuit (pc) board was replaced and returned for investigation. The received test log confirmed the reported failure at 08/24/2021. Visual inspection was performed in our lab for the received expiratory pressure transducer pc board and the inspection revealed foreign material inside the pressure sensor hole. The reported failure could be reproduced during pre-use check test when the received expiratory pressure transducer pc board was tested in a test ventilator system. The conclusion is that the reported internal leakage test failure was due to a defective pressure sensor on the expiratory pressure transducer pcb. The root cause for the defective pressure sensor could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).